Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that motor stalled on (B)(6) 2024 at 11:29 am and recovered on (B)(6) 2024 at 11:44 am.

Manufacturer narrative:
H6: codes updated based on additional information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (10 mg/ml at an unknown dose) via an implanted pump for non-malignant pain. It was reported that the pump logs showed a motor stall and recovery that occurred in march but this was due to the patient having magnetic resonance imaging (MRI) at that time.